Event description:
It was reported that a user experienced loss of glucose readings on a dexcom g7 after a brief sensor issue alarm occurred during a walk, and the sensor had reached the end of its wear period; the user planned to replace the sensor and reported a fingerstick glucose of 77 mg/dl. Symptoms included low blood glucose. Outcomes included no reported injury or need for medical intervention. Investigation included troubleshooting and education regarding cgm signal loss and expiring sensor behavior. Investigation of this case revealed a sensor communication interruption associated with a brief sensor issue and sensor expiration, with no responsible paired device identified. It was concluded, based on previously established findings for similar reports, that the cause was normal sensor end-of-life behavior with transient signal loss.